Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reports she dropped her communicator and wasn't sure if that caused some sort of damage because she is seeing an error message "internal device data lost. Contact clinician." Caller stated she saw her hcp just a few weeks ago and they never mentioned any issues at that time.  No further complications were reported.